Manufacturer narrative:
Device evaluation summary: the device was returned for analysis - the data on the luer was consistent with lot number indicated in the product complaint form (lot# 0008723343). A visual inspection was performed on the catheter. The balloon was found unfolded. Negative pressure was applied and a leak appeared evident from the bubble in the syringe. It was not possible to insert a 0,018¿¿ guide wire due to a damage at the tip. The tip was not welded to the distal part of the balloon and was inside the balloon. Tip was still welded to the guidewire tube. There were not parts detached from the entire catheter. It was not possible to inflate balloon because of this damage in the distal part of the balloon.

Event description:
During an attempt to treat a lesion in the sfa using in.pact pacific with a non-mdt 018 guidewire it was reported that physician was unable to inflate the balloon and assumed that there is a leak in the shaft of the catheter. There was no friction experienced when removing the sheath or loading the guidewire. It was also reported that during prep of the catheter, it was not possible to create sufficient vacuum. The patient was not affected by this event.